Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the ae was possibly related to the disease under study. The ae did not result from a device deficiency. The side branches noted: ophthalmic. Vision impairment ¿ cotton wool spot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported it was adjudicated on (B)(6) 2024 the event was possibly related to the procedure, device, and antiplatelet treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced stroke, retinal ischemia with an onset date of (B)(6) 2023. The patient is recovering/resolving. This adverse event (ae) did not result in any treatment, hospitalization, blood transfusion, or surgical/percutaneous intervention. This event resulted in new or worsening of existing neurological deficits. Symptoms lasted more than 24 hours. The site assessed this event did not lead to congenital anomaly, death, disability, hospitalizations, or medical intervention and was not considered life-threatening. Additional information was received reporting medtronic safety representative assessed this event as possibly related to the procedure, device and antiplatelet therapy. Per safety assessment this event was possibly caused by or related to the patient index condition. It is unknown if this event was caused by or related to an underlying patient condition. No additional intervention or additional treatment required to address the adverse events was reported by the site. Non-sae per site reported data on rdc. The patient was undergoing surgery for treatment of a saccular, sidewall left internal carotid artery (ica) c4 aneurysm with a max diameter of 5.2mm and a 4.7mm neck diameter. The dome height was 8.3mm, dome width 5.2mm. Parent artery diameter distal to aneurysm was 3.8mm. Parent artery diameter proximal to aneurysm was 4.2mm. The access vessel was the right femoral. There was no stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure was class 3.

Event description:
Additional information received reported complete stasis at the end of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the study device/procedure was possibly replated to the event.